Event description:
Reporter alleged obtaining a discrepant blood glucose result of 398 mg/dl back to back with a result of 189 mg/dl on the active s system when testing was performed within 10 minutes. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.